Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).